Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the pt allegedly experienced a post-operative csf leak noted after transorbital approach to remove tumor. The product was possibly used as par to of dural repair.